Event description:
Customer reports one incident in which the spike fell out of the port of a baxter bag resulting in the nurse getting splashed in the eye with a chemo drug. Reporter states employees health advised the nurse to see a physician, however, the nurse refused. They rinsed their eye with water and returned to work. Reporter states there has been no further treatment for the nurse. The pt was also exposed, however, there was no injury to the pt and no medical intervention required. Chemo was cleaned up with a spill kit.